Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag needed ports. Representative advised that they would exchange the bags. Patient also stated that the foley catheters did not allow constant irrigation. It was noted that the patient had been using the product for less than 90 days.

Event description:
It was reported that the drain bag needed ports. Representative advised that they would exchange the bags. Patient also stated that the foley catheters did not allow constant irrigation. It was noted that the patient had been using the product for less than 90 days. Per additional information received via follow-up on 09nov2021, it was stated that the patient needed to order the correct catheter and drain bag and then the problem would be resolved. Customer was advised to call liberator to order correct supplies. Customer was not concerned with the complaint, they just needed the correct supplies.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure could be due to "incorrect operation". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. Device was not returned.